Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported events could not be conclusively established through this evaluation. The account submitted a log file for review. Analysis of the submitted log file revealed the pump remained above the low-speed limit and appeared to be functioning as intended. The patient underwent a pump exchange on (B)(6) 2019 and heartmate ii lvas was not returned for analysis. Multiple attempts for additional information regarding the pump exchange was issued to the customer; however, to this date, the device has not been returned for evaluation. The hmii lvas IFU lists device thrombosis, hemolysis, and (pocket, local, and driveline) infections as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient came in with chronic driveline infection concerns and their ldh was less than 1000 and their bnp (brain natriuretic peptide) was approximately double that of their baseline. There was a concern for pump thrombosis. The patient had a pseudomonas infection and was treated with chronic antibiotics. A pump exchange was done from hm2 to hm3 and an echocardiogram confirmed pump thrombosis.